Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient developed shortness of breath, had a fast heart rate, and needed emergency endotracheal intubation. It was found the balloon leaked during intubation and the device was replaced. It was indicated that there was a delay in rescue time.